Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was only able to successfully fill the cartridge with 280 units of insulin out of 300 units of insulin. The customer continued to use the partially filled cartridges for insulin therapy. Customer's blood glucose level was 112 mg/dl.